Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved in this complaint and completed the failure analysis investigation. The instrument was analyzed found to have a frayed grip cable at the idler pulley, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes are attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.